Event description:
This unsolicited device case from (B)(6), was received on 19-jan-2016 from a physician. This case involves a (B)(6) female patient who experienced ileus at left abdomen, suspicion of sterile peritonitis and had pelvic systic lesion and small extraluminal free air bubble at left pelvic cavity after placement of seprafilm. No past drug, medical history or concurrent condition was reported. The concomitant medications were cefazolin and gentamicin sulfate (gentamicin) as prophylactic antibiotic. On an unknown date, the patient underwent laparoscopically assisted vaginal hysterectomy (lavh) due to uterine leiomyoma with metromenorrhagia seprafilm sheet was placed once (batch/lot number and expiration date: unknown) on the bilateral peritoneal triangle defect in the pelvic cavity. It was reported that the procedure was performed smoothly and the patient was discharged from the hospital. On an unknown date, on post-operative day 09, the patient developed fever at 39.9 degree c with chillness. It was reported that the physical examination revealed distended abdomen and rebounding pain. The laboratory test results included a white blood cell (wbc) count of 14900/mcl, which was neutrophil predominant (89.9 %). The c-reactive protein (crp) level was 126.9 mg/l; blood culture and urine culture showed no bacterial growth and kidney, ureter and bladder radiography (kub) suspected ileus at left abdomen. The abdominal and pelvis computed tomography (CT) revealed pelvic cystic lesions and small extraluminal free air bubble at left pelvic cavity. It was reported that although the diagnostic laparoscopy and ascites culture were not performed to confirm the diagnosis of sterile peritonitis, the patient's clinical symptoms and images suspected a probability of seprafilm-induced sterile peritonitis. The patient was provided supportive care and cefazolin and gentamicin sulfate were prescribed as prophylactic antibiotics. On an unknown date, on 12th day after lavh, the patient's body temperature was declining to 36.2 degree c and the symptoms were relieving. On an unknown date, on 14th day after lavh, the body temperature was 37 degree c. The laboratory data showed a wbc count of 13400/mcl with segment neutrophil at 73.7 % and crp level was 80.46 mg/l and the patient had an uneventful recovery. It was reported that the final diagnosis which was suspected to be seprafilm associated was sterile peritonitis. Corrective treatment: not reported for all the events. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event (ime) for ileus at left abdomen; hospitalization or prolongation of hospitalization pharmacovigilance comment: sanofi company comment dated 22-jan-2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus at left abdomen and sterile peritonitis. Since, a significant temporal relationship can be established, the causal role of suspect product cannot be excluded in occurrence of the event. Also, lack of detailed information about medical history, concurrent conditions and any past drugs precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case involves a (B)(6) year old female patient who experienced ileus at left abdomen, suspicion of sterile peritonitis and had pelvic cystic lesion and small extraluminal free air bubble at left pelvic cavity after placement of seprafilm. No past drug, medical history or concurrent condition was reported. The concomitant medications were cefazolin and gentamicin sulfate (gentamicin) as prophylactic antibiotic. On an unknown date, the patient underwent laparoscopically assisted vaginal hysterectomy (lavh) due to uterine leiomyoma with metromenorrhagia seprafilm sheet was placed once (batch/lot number and expiration date: unknown) on the bilateral peritoneal triangle defect in the pelvic cavity. It was reported that the procedure was performed smoothly and the patient was discharged from the hospital. On an unknown date, on post-operative day 09, the patient developed fever at 39.9 degree c with chillness. It was reported that the physical examination revealed distended abdomen and rebounding pain. The laboratory test results included a white blood cell (wbc) count of 14900/mcl, which was neutrophil predominant ((B)(4)). The c-reactive protein (crp) level was 126.9 mg/l; blood culture and urine culture showed no bacterial growth and kidney, ureter and bladder radiography (kub) suspected ileus at left abdomen. The abdominal and pelvis computed tomography (CT) revealed pelvic cystic lesions and small extraluminal free air bubble at left pelvic cavity. It was reported that although the diagnostic laparoscopy and ascites culture were not performed to confirm the diagnosis of sterile peritonitis, the patient's clinical symptoms and images suspected a probability of seprafilm-induced sterile peritonitis. The patient was provided supportive care and cefazolin and gentamicin sulfate were prescribed as prophylactic antibiotics. On an unknown date, on 12th day after lavh, the patient's body temperature was declining to 36.2 degree c and the symptoms were relieving. On an unknown date, on 14th day after lavh, the body temperature was 37 degree c. The laboratory data showed a wbc count of 13400/mcl with segment neutrophil at (B)(4) and crp level was 80.46 mg/l and the patient had an uneventful recovery. It was reported that the final diagnosis which was suspected to be seprafilm associated was sterile peritonitis. Corrective treatment: not reported for all the events. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Seriousness criteria: important medical event (ime) for ileus at left abdomen; hospitalization or prolongation of hospitalization additional information was received on (B)(6) 2016. Global ptc number with results was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus at left abdomen and sterile peritonitis. Since, a significant temporal relationship can be established, the causal role of suspect product cannot be excluded in occurrence of the event. Also, lack of detailed information about medical history, concurrent conditions and any past drugs precludes a comprehensive assessment in this case.